Manufacturer narrative:
During an endovascular therapy (evt) case, a 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured before the pressure reached its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. They also added that there was a thing that looked like calcification stones, and the physician suspected that the issue might have occurred there. The target lesion is the superficial femoral artery which was severely calcified, mildly tortuous and ninety-nine percent stenosis. There was no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. No other information was provided. The device was not returned for evaluation because it was discarded due to infectious disease. A product history record (phr) review of lot 82160721 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with mild vessel tortuosity and 99% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information to include from section e phone number: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular therapy (evt) case, a 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured before the pressure reached its nominal pressure. Therefore, it was replaced with a non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. They also added that there was a thing that looked like calcification stones, and the physician suspected that the issue might have occurred there. The target lesion is the the superficial femoral artery which was severely calcified, mildly tortuous ninety-nine percent stenosis. There were no difficulty noted in the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device will not be returned for evaluation as it was already discarded due to infectious disease. No other information was provided.